Event description:
The account alleged they could not arm the bed exit alarm. No injury reported.

Manufacturer narrative:
Tech support in-serviced the account on setting the bed exit system, user error.